Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder caught fire outside the pt. The procedure had already been completed and it was reported that there were no pt effects. The dc extension cable is reported to have been associated with the malfunction. It had been used less than 20 times. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)